Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system which included a surgical lead. It was reported the patient suddenly lost stimulation. Diagnostic testing of the lead found five invalid contacts. The lead was explanted. During the explant procedure, the physician noted the lead was "damaged" behind the distal end of the anchor. The explanted lead was replaced and stimulation was restored. The implant date of the lead was not provided. No patient complications were reported as a result of this event.